Event description:
It was reported that the cannula and the luer lock came off the syringe while expressing the viscoelastic during preparation for surgery. There was no pt contact. Another viscoelastic unit was used to complete the surgery.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.